Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The event report alleges the products were used in a surgical procedure. Additionally, analysis suggests that the products were used in a surgical procedure. Device had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: while the surgeon was suturing during a laparoscopic paraesophageal hernia procedure, the needle disengaged from the jaws of the device twice. The device was difficult to toggle, load, and unload. The suture disengaged from the needle. The disengaged needle was retrieved from the patient cavity with graspers, an x-ray did not have to be performed. To complete the procedure, another needle was loaded onto the device. No patient injury or extension in surgical time.